Event description:
Related manufacturer reference number: 3006705815-2022-17021. It was reported that the patient¿s lead have migrated and are wrapped around the ipg. As such, surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.